Event description:
It was reported that during a routine device check, the right atrial lead exhibited loss of capture and oversensing. The patient was asymptomatic and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.